Event description:
Unnecessary charges and jolts. Everyone said nothing wrong. Pt was imagining after explant there were over 200 episodes in one month. One discharge happened while driving car, nearly went into a building. FDA in rptr's opinion not honest with consumer when inquiries are made. Rptr called MFR more than once to ask about problems or recalls. They laughed at rptr.